Manufacturer narrative:
Concomitant medical products: product ID: 74002, lot# n223243, implanted: (B)(6) 2011, product type: adapter. Product ID: 389033, lot# j0320042v, implanted: (B)(6) 2003, product type: lead. Product ID: 389033, lot# j0301151v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative reported that the implantable neurostimulator (ins) was overdischarged. A lack of recharging led to the event. They could not use the recharger or programmer to pull up any information. Overdischarge was concluded after the consumer stated that she had not recharged for at least a couple months. The consumer wanted to reconvene to attempt to recapture charge in the ins. The consumer was to be contacted by a manufacturer representative. No symptoms were reported. The issue occurred during normal use. The consumer was alive with no injury. No further outcome was reported. Follow-up was initiated to obtain this information; if additional informant is received the event will be updated. The consumer's indication for use was noted to be post lumbar laminectomy syndrome. The manufacturer representative reported that an antenna locate was performed but was unsuccessful. The patient did not want to pursue a trickle charge as she would like the entire spinal cord stimulation (scs) system exchanged for a new system.